Event description:
User facility ordered a device for 1st mtp arthrodesis via telephone. However, the order was interpretated as an order 1st mtp prosthesis. The error was not discovered until the surgery started. Pt was under local anesthesia. Another different device was available to complete the procedure. The surgery was not delayed but surgeon applied another method of surgery due to using different device.